Event description:
Customer report device is not powering on and is also due for battery and membrane replacement/pm. No adverse reactions reported. Power supply board defective. More information is needed to investigate this issue fully.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the error 18 " mains presence signal infused volume " was found multiple time in the log file, therefore the reported event is confirmed. Device was not returned to france for investigation as repairs were carried out locally. During external inspection, it was found that the left and right side of front door and the bottom rear have scratch marks. Also, the anchor assembly clamp was found seized and the pump does not power on and does not charge. During internal check, the inside of the seams were found dirty with dried debris. To solve the issue, the anchor assembly clamp and the power supply board were replaced. The pump was cleaned and then performed overdue pm and 2.1 software upgrade. Therefore, the pump passed the quality control test and was released for use and returned to service. The reported event was confirmed and linked to a product failure. The spare parts were returned to brézins for investigation. The power board was visually inspected before testing and found to be not compliant. The investigator has noticed that the j5 connector has been damaged. In fact it was almost torn off from the card, and as a result one of the tabs is no longer making contact because of the deterioration of the connector. Therefore the powering of the device is impossible. Concerning the battery door, the handle has been removed. Although the event is reproduced, the cause is most likely due to improper handling as the soldering was torn off. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.